Manufacturer narrative:
This report is being submitted as follow-up no. 1 to update section b5 and to provide the completed investigation results. The complaint cannot be confirmed for procedural complications related to bleed back during titration. Without a sample, the exact root cause cannot be determined. The likely root cause is the patient's underlying health conditions led to additional bleeding at the access site. It is possible the titration process was performed too quickly, resulting in incomplete hemostasis. The field clinical specialist was contacted, and it is unlikely that the additional bleeding is related to a product malfunction or air leakage. Review of device history record (DHR) cannot be performed due to the unknown lot number. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).

Event description:
Additional information was received on 10 may 2023: it was reported that the estimated blood loss was less than 250cc.

Manufacturer narrative:
The product code & lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the involved tr band 2 had a higher occurrence of bleed back at time on titration versus the tr band. The nurse stated that there was a higher rate of bleeding with the tr band 2 when titration of air was performed. The staff did not report any other issues as a result of the bleed back. The outcome of the procedure was as desired. The event happened post-treatment. The patient was not injured during the event and medical or surgical intervention was not required. Additional information was received on (B)(6) 2023: the bleeding was not disclosed to be related to anything related to tube brake or balloons self-deflating. Self-deflation was not reported. There was no specific site on the device noted to be related to the bleed back experienced. Hemostasis was achieved per protocol. The balloons were able to be inflated by the health care professional (hcp). There were no other devices used in the access site. Intervention was not required.